Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the event occurred in unknown. The date listed is the date when abbott diabetes care became aware of the event all pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s daughter reported that on an unspecified date in (B)(6) 2018 customer was hospitalized due to ¿incorrect readings¿ received from his adc blood glucose meter. The caller, assisted by the customer initially reported receiving lower readings than readings received from a lab but then stated he received a reading of 120 mg/dl which was higher than a reading 48 mg/dl received on a paramedic¿s meter. Customer was treated with ¿3 grams of sugar¿, some ¿jam¿ and then transported to a hospital. It is unknown what treatment was rendered at the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. Meter (brand name) was incorrectly documented as "freestyle papillon vision" in the initial MDR submission. Meter (brand name) has been corrected to freestyle freedom lite.

Event description:
Customer¿s daughter reported that on an unspecified date in (B)(6) 2018 customer was hospitalized due to ¿incorrect readings¿ received from his adc blood glucose meter. The caller, assisted by the customer initially reported receiving lower readings than readings received from a lab but then stated he received a reading of 120 mg/dl which was higher than a reading 48 mg/dl received on a paramedic¿s meter. Customer was treated with ¿3 grams of sugar¿, some ¿jam¿ and then transported to a hospital. It is unknown what treatment was rendered at the hospital. There was no report of death or permanent injury associated with this event.

Event description:
Customer¿s daughter reported that on an unspecified date in january 2018 customer was hospitalized due to ¿incorrect readings¿ received from his adc blood glucose meter. The caller, assisted by the customer initially reported receiving lower readings than readings received from a lab but then stated he received a reading of 120 mg/dl which was higher than a reading 48 mg/dl received on a paramedic¿s meter. Customer was treated with ¿3 grams of sugar¿, some ¿jam¿ and then transported to a hospital. It is unknown what treatment was rendered at the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR for the freestyle papillon (freedom) meter was reviewed and the DHR showed the freestyle papillon meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. A valid serial for the test strips was not provided and the dhrs for all freestyle strips within expiration at the time of complaint were reviewed. The DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. . Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was performed for freestyle strips and the reported complaint. No further investigation was required as there were no confirmed complaints. If the product is returned, the case will be re-opened and a physical investigation will be performed.